Event description:
The physician attempted an arteriotomy closure using the starclose device after an unspecified interventional procedure. Hemostasis was reportedly achieved with the starclose device. A femoral angiogram was done with the following results reported: "mif femoral common, femoral stick, large vessel, no branches, clean stick." Vessel calcification and patency were not reported. At some undisclosed time and place, the pt reportedly had a retroperitoneal bleed and was transfussed in the intensive care unit. The units of blood products used, any additonal treatments or hospitalization were not rpeorted. The pt's current condition, as well as whether she has been discharged, was not reported. It was reported there were no death associated with this event.